Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015 to explant and replace the competitors scs leads with the sjm scs leads. However, the physician was unable to advance the lead to the right position due to scar tissue. As a result, unintended stimulation occurred. The procedure was extended for about 1.5 hours before the physician pulled the leads and the procedure was abandoned.